Event description:
It was reported that pump experienced malfunction alarm code. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction injection using multiple daily injections, and did not require assistance from a third-party. Customer contacted technical support, who provided instructions to reset pump and confirmed malfunction did not recur after reset, advising customer to continue using pump and to call back if issue happened again.